Event description:
Boston scientific received info that this subcutaneous implantable cardioverter defibrillator (s-ICD) was successfully implanted. While performing the automatic set up, a message indicating a failed impedance was observed. The automatic set up was attempted several times, always with the same result. The physician rechecked the electrode connection to the device and this was confirmed to be correct. The electrode was removed and re-inserted into the device several times, but this did not resolve the impedance issue. The first layer of pocket was closed and the automatic set up was performed again, with the same impedance failures. The field rep confirmed the incisions were adequately flushed and moist, there were no visual anomalies with the device or electrode, and the electrode was suitably positioned on the fascial plane and sutured properly. A boston scientific technical services consultant discussed removing potential sources of electromagnetic interference (emi). Before that step was tried, the programmer session was deliberately ended and a new session was started to re-interrogate the device. At this time, a red screen was displayed on the programmer, indicating a charge time (CT) error had occurred. It was noted that sensing was appropriate and there was no evidence of air or noise interference with this device. The cause of the impedance issue and CT error could not be determined; therefore, the device was removed and a new device was implanted to complete the procedure. No adverse pt effects were reported. The device was returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was thoroughly evaluated. Visual inspection of the device case and header noted no anomalies. A review of the device memory confirmed eight charge timeouts had been recorded, with one high lead impedance fault. Further analysis of the log files revealed the device was unable to fully discharge the high voltage capacitors so the lead impedance measurement could be performed. A manual impedance test was performed successfully, but the second test resulted in a charge timeout. The device was interrogated with a programmer, and the red screen and error message observed clinically was displayed. The device was not able to perform an auto set up and continued to fail the lead impedance test. Further manual testing confirmed the device was able to deliver a shock and provide post-shock pacing. Despite exhaustive testing, the cause for the charge dump timeout could not be determined.